Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had no audio on keypress. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, h3, h6, h11 corrected information: d4: model # h11: the device was received for evaluation. During functional testing, 'no audio on keypress' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.